Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that, following an unrelated procedure where surgery mode was not enabled, the patient's ipg was unable to communicate with external devices. A manufacturer representative met with the patient and was able to recover the ipg. The device is providing therapy.